Event description:
Rn was attempting to flush PICC line when suddenly a spray of something wet was felt on her face, forehead and eye area. After looking down, the rn realized the "spray" was a mix of blood product and saline from the PICC line. Upon further inspection, it was discovered that the rubber stopper at the end of the PICC which holds the guide wire dislodged. Bard rep on site and took item.